Event description:
The shunt was implanted in 2000. The device occluded and was explanted (B) (6), 2008.

Manufacturer narrative:
Occlusions are always a possible problem, and is addressed in the instruction for use as a possible complication. The data as to shunt failure rate in the first year is anywhere from 20-40%. It is also related to the age and sex of the patient, the demographics, as well as, the technique of surgeon and the choosing the right shunt for the right patient. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.